Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Section e. Box 1. Title 2. Section e. Box 3. Occupation 3. Section h. Box 6. Results code 1,2 & 3 h3 other text : placeholder

Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported complaint due to the device damage. Evaluation revealed that the embolization coil had offset coil winds along its length. This damage was likely a result of forceful advancement the device against resistance outside the introducer sheath. The root cause of the resistance could not be determined. Further evaluation of the device revealed kinks in the pusher assembly, the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock and blood was inside the introducer sheath. These damages were likely incidental to the complaint. The smart coil was unable to be advanced from its returned position due to the offset coil winds. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and non-penumbra coils. It was noted that the patient¿s anatomy was moderately tortuous and mildly narrowed. During the procedure, the physician successfully implanted two non-penumbra coils in the target vessel. While attempting to advance a smart coil to the target vessel, the smart coil would not advance at all past its initial position within its introducer sheath. Therefore, the smart coil was removed. It was reported that the physician also attempted to advance the smart coil within its introducer sheath on the back table; however, it was unsuccessful. The procedure was completed using two non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.